Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an overdose. The pt felt nausea and loose ever since they had botox done. The pt's health care provider ordered a dose decrease. The medication in the pump was initially not reported. It was later reported that the pt's pump contained baclofen. At that time, the pt was assumed to be doing fine. It was also reported that the event was caused by an infection. The pt experienced skin erosion over the pump. The pt required hospitalization. The pt's device was explanted on (B)(6), 2010. The event was reported to be a serious injury/illness. The pt recovered without sequelae.